Event description:
A surgeon reported that a male patient who received op-1 putty with calstrux on an unknown date for an unknown indication, developed a gram negative staph abscess thought to have been caused by extravasation of the op-1 putty into the subcutaneous tissue. The physician suspects the event was related to the use of op-1 putty. The event was deemed nonserious.